Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), the shaft was bending approximately 10-20 degrees, and if were to reoccur, irregular movement has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium. When the clip was opened, the shaft was bending approximately 10-20 degrees. The m-knob, +/- knob and guide rotation were used to compensate for the bending, and the clip was deployed successfully. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the delivery catheter (dc) shaft bend resulting in the difficulty positioning. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.